Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Reported problem confirmed with event logs history. Not duplicated. Downstream occlusion sensor (dso) seal was open confirmed and severe bubbling. Device was not turning on with battery power. Replaced main board, battery compartment, dso sensor. All functional test of the device passed after repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 46822 and dso seal was open. The event occurred during testing.